Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the patient line. The leak was observed during use while filling. The patient reported that the leak was coming from a hole at the connector where the tubing is connected to the "nipple". There was no damage to the case or the outer packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A partial device ((B)(4) and (B)(4) inch patient line tubing to connector with white clamp) was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition a visual inspection was performed and found damage on the tubing to the connector. Leak testing was performed and a leak was detected through a small hole in the patient line tubing to the connector. Clear passage testing, clamp function testing, and device-device interaction testing was performed with no issues. The reported condition was verified. The cause of the reported leak occurrence was determined to be damaged patient line tubing to the connector. The cause of the damage was determined to be manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.